Event description:
Anesthesiologist opened a kendall monoject syringe. The cap remained in the packaging. The exposed needle penetrated the anesthesiologist's left index finger to the bone. Anesthesiologist reports this has happened four times since the product has been used. Not operator error; the anesthesiologist reports no problems in prior 16 years of practice. Complaints about the syringes have also been received internally from employee health, nursing, critical care nursery, and surgery. Operators think this is a product defect or product design problem, using poor quality product.